Event description:
It was reported that the 9900 system intermittently displayed incorrect images on the left display screen when compared to the right screen. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.